Event description:
It was reported that interrogation with the device was not possible, that a magnet response could not be elicited, and that there was no pacing. It was further reported that there was no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: did not meet expected longevity, cause unknown; preliminary analysis confirmed the no output and no telemetry conditions. During additional testing, no high current drain condition was observed, and none could be induced. Further testing found no anomalies. The cause of the device not meeting expected longevity could not be determined. It was reported that interrogation with the device was not possible, that a magnet response could not be elicited, and that there was no pacing. It was further reported that there was no output. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, isual examination device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy output, none pace, failure to.